Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the lens became stuck in the cartridge. The lens and the cartridge were discarded by the facility. The reporter was unable to provide any additional information.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens, stuck in cartridge. Evaluation conclusions: based on the complaint history, possible root causes for lens problems include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens problems associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4). Lens and cartridge discarded.